Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that the patient was experiencing an itching and burning sensation under the adhesive patch. The patient reported the irritation appeared as one or two round dots on the skin with broken skin. There was no alleged device malfunction contributing to the irritation. The medical outcome is unknown.